Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: patient was in a discectomy procedure on an unknown date. Patients disc was replaced with a cage. Surgeon also decided to perform a spinal fusion. Surgeon decided to use a cslp variable angle synthes level two and out five 21mm bicortal screws, and one 20mm bicortal screw. One day post-operative, surgeon performed a revision surgery, for an unknown reason, during which all six screws were replaced with 16mm monocortical screws. It is noted that patient had good bone quality. No further information is available at this time. This report is for one 21mm bicortical screw. This is 2 of 6 reports for this event.